Manufacturer narrative:
The angiosculpt device was returned for evaluation. Visual examination confirmed the balloon had been inflated. The shaft was kinked near the proximal end possibly due to handling for return. During functional testing, a 0.014" guide wire was inserted through the distal end with no issues. The balloon was inflated and deflated multiple times and was able to hold pressure. Blood was present in the balloon; however, no leaks were observed on the catheter. Based on the lab analysis, the balloon was able to hold pressure with no leaks observed throughout the whole length of the catheter. Thus, the reported complaint could not be confirmed.

Manufacturer narrative:
Correction to the 510(k) number from k112182 to k142983.

Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. The balloon ruptured when the physician inflated the balloon above the rbp of 14 atm. Recurrence of the malfunction could result in a vessel dissection requiring possible stent placement. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. The angiosculpt device had not been returned, thus no evaluation performed. The angiosculpt device was used off-label. The IFU states the balloon pressure should not exceed the rbp (14 atm).

Event description:
At initial inflation, the angiosculpt balloon ruptured between 16-18 atms. The rated burst pressure (rbp) is 14 atm. The tech saw blood back in the inflation device. The angiosculpt was safely removed from the patient.